Event description:
The doctor claims that the graft was implanted 10-days past its labeled expiration date of an aortic rupture repair procedure. The pt had many problems during the procedure. The procedure outcome was successful. The patch was left in. The pt's condition is reported as poor. Updated information from doctor: the doctor performed a difficult aortic repair procedure (revision) on a pt, and the procedure went well. Several days later, the doctor was informed by the hospital that the graft had exceeded the bsc shelf life claim by approximately 10 days. The stated shelf life for that product is 5 years. In 9/2004, company learned the following: there were no procedural problems during the operation. The hospital staff gave the graft to the doctor without realizing it was expired.